Manufacturer narrative:
The investigation by ge healthcare has been completed. A ge healthcare service representative performed a checkout of the unit and confirmed the issue. The sensor interface board was replaced which resolved the complaint issue. No further action is required.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun

Event description:
The hospital reported that the unit alarmed 'bag mode only' and lost the ability to mechanically ventilate. There was no report of patient involvement.